Event description:
Patient reports "one breast implant is defective (ruptured) and has to be replaced (confirmed in sonography)". Patient additionally reported "silicone was removed with great effort because it had stuck to/spread everywhere. I assume that some of the silicone is unfortunately still in my body". Patient reported "breast cancer"; this event is not device related. The affected side is left.

Manufacturer narrative:
G8: 9617229-2024-0011680. Information contained in this report was previously submitted through (B)(4) and (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation:based on the product analysis performed, the assessments of the complaints are: ¿ rupture/silicone migration: broken device assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. ¿ cancer: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reports "one breast implant is defective (ruptured) and has to be replaced (confirmed in sonography)". Patient additionally reported "silicone was removed with great effort because it had stuck to/spread everywhere. I assume that some of the silicone is unfortunately still in my body". Patient reported "breast cancer"; this event is not device related. The affected side is left.